Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified and 99% stenosed mid right coronary artery. Pre-dilatation was performed with a 1.5 x 8 mm unknown balloon catheter. A 4.0 x 12 mm xience prime stent was deployed in the lesion when a distal edge dissection occurred. Another xience prime stent was deployed for treatment of the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.